Manufacturer narrative:
Additional information: has been updated with the additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e050303 captures the reportable event of pulmonary embolism. Imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf device code a150202 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure on (B)(6) 2025. The day after that he experienced a urinary retention, then patient asked to remove the catheter and explain that bladder scan was really painful and cause discomfort. After the implantation, the patient learned that the hydrogel migrated to an unknown location. The patient reported experiencing pain in the kidney and center back towards top of legs. The patient was admitted to the emergency department observation unit (edou) with multiple clots in their lungs. Computed tomography (CT) showed a that there is no hydrogel between the prostate or rectum. The patient's radiation treatment was delayed due to this event. The patient was hospitalized. It was later reported that the patient has been already discharged. Additional information received on 01dec2025. It was further reported that the computed tomography (CT) and magnetic resonance imaging (MRI) did not show the presence of hydrogel near the prostate or rectum. The lungs were not scanned, as the physician indicated that such imaging would differentiate between blood and hydrogel. Apixaban was initiated as a precaution. The physician believes this event was unrelated and noted that the patient has an extensive medical history.

Event description:
It was reported that a patient underwent spaceoar vue placement procedure on (B)(6) 2025. The day after he experienced urinary retention. The patient asked to remove the catheter and explained that bladder scan was really painful and cause discomfort. After the implantation, the patient learned that the hydrogel migrated to an unknown location. The patient reported experiencing pain in the kidney and center back towards top of legs. The patient was admitted to the emergency department observation unit (edou) with multiple clots in their lungs. Computed tomography (CT) showed a that there is no hydrogel between the prostate or rectum. The patient's radiation treatment was delayed due to this event. The patient was hospitalized. It was later reported that the patient has been already discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e050303 captures the reportable event of pulmonary embolism. Imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf device code a150202 captures the reportable event of gel misplacement vascular.